Event description:
The user received discrepant results for several assays on this c501 serial number for one pt sample when compared to the other c501 serial number. The initial potassium result was 3.39 mmol per l, auto repeat on the same analyzer was 4.29 mmol per l and repeat result from the other analyzer was 4.3 mmol per l. The initial bicarbonate result was 26 mmol per l, autorepeat result on the same analyzer was 22 mmol per l and repeat result from the other analyzer was 20 mmol per l. The initial results were not reported.

Manufacturer narrative:
The field service representative determined the probe internal rinses were low, the detergent 1 was at a weak concentration and the rinse nozzles were sticking. He replaced all of the probe syringe valves and the nozzle tip and cleaned the nozzle shafts on all the nozzles. He also found the check valve on the detergent mixing chamber had a leak and tightened it. To verify the analyzer performance, he performed a precision, calibration and qc.